Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted in the rca. Approx. 10 weeks post index procedure the patient suffered nstemi. It was reported that the target vessel was not involved. No action was taken. The investigator and sponsor assessed the event as not related to the device or anti platelet medication. The patient recovered. Cec adjudicated the event as non-q-wave mi (vessel unknown).